Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that accucath may have been become dislodged in patient. Accucath placed in left forearm on (B)(6) by the vascular access team and became dislodged in the patient that evening. Primary rn observed swelling at the catheter site and decided to remove it but the catheter tubing itself did not exit the patient.